Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022 (approximately), a 07-year-old male child patient faced a bent cannula symptoms/issue occurred after three hours of insertion due to which he experienced high blood glucose level (over 500 mg/dl). Therefore, they tried to treat it with correction bolus via pump. Moreover, the infusion set had been used for 1-4 hours and the site location was patient's abdomen and arm. On (B)(6) 2022 (most recent event), the patient again faced a bent cannula due to which he experienced high blood glucose level and they tried to treat it with bolus via pump, but on the same day ((B)(6) 2022), the patient went to the emergency room and was subsequently hospitalized. His highest blood glucose level was 507 mg/dl. Moreover, the infusion had been used for three days. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, he was released from the hospital with no permanent damage. Further, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.